Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer's photo shows a device with a portion of the wing that is rolled. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® push button blood collection set, five (5) units exhibited molding defects on the wings. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that before using the bd vacutainer® push button blood collection set, five (5) units exhibited molding defects on the wings. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.